Event description:
The customer reported an unspecified return line air detector (rlad) alarm during an exchange procedure. The customer stated that it was an alarm about debris being on the rlad, but did not know the exact name of the alarm. The operator tried twice to clean the rlad, but the alarm would not clear. They had to disconnect the patient. Terumo bct is awaiting the return of the disposable set. Patient information is not available at this time. This report is being filed due to insufficient information at this time to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
Per the customer contact, the reported alarm condition occurred during prime prior to a patient being connected so no patient information was available. The customer also stated that following the reported alarm condition, they were able to load another disposable set and perform a run.

Manufacturer narrative:
Investigation is in process. A follow-report will be provided.

Manufacturer narrative:
Investigation: a one year device history review was completed with no issues related to the reported condition found. The run data files (rdfs) were reviewed for the date range of (B)(6) 2014 through (B)(6) 2014 and no return line air detector alarms were found. 'Out of anticoagulant' and 'out of replacement fluid' alarms were noted, both of which list debris on the sensor as a potential cause for the alarm. All run data files were accounted for. The customer returned an unused set for investigation. The set was visually inspected for kinks, occlusions, missing parts and misassembly. A 0.75-inch dent was noted on the clear return tubing approximately 40 inches from the 2:1 return line manifold. No other defects were found. The set was loaded on an optia machine in an attempt to duplicate the reported alarm. No alarms were generated during the tubing set test. The set proceeded to the prime stage without a problem. There is no safety issue associated with the reported condition as the device reportedly alarmed as designed. The device failed safe and is now operational. No additional reports have been received for this device regarding the reported condition. Root cause: the originally reported unspecified rlad alarm could not be confirmed based on the investigation. No other failures were detected with the machine.